Event description:
During a endoscopic clipping procedure, the physician used a cook instinct endoscopic hemoclip and stated that during the procedure it was noticed that the clip was "locked." Several maneuvers were tried without success. To finish the procedure, another package was opened and the procedure was performed without problems. Additional information received on 26-aug-2021 stated that the clip was unable to be reopened after attaching to the tissue. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report was confirmed solely on the video and picture provided. The customer provided a picture of the pouch and device involved. The rpn and lot number match the information in the report. The picture shows the device inside the pouch, the clip is still attached in the closed position. The video provided shows the device being manipulated. The user is attempting to open the clip, and also deploy it. The clip will not deploy after various manipulations. The clip is eventually able to open and close, but appears very difficult to deploy. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instruction for use states: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Instruction for use states: "if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.